Manufacturer narrative:
The device was manufactured april 26, 2017 ¿ april 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that upon disconnection of the device from the patient after 48 hours, the physician observed that the drug had not infused. The device had been filled with 43.2 ml fluorouracil and 196.8 ml physiological solution. The reporter stated that the device had been primed successfully prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.